Manufacturer narrative:
Product complaint (B)(4). Additional information received that determined the outer packaging was damaged. There is no indication that the sterility of the implants was compromised. As such, the two ips are determined to be not reportable per additional information received.

Event description:
When opening the first package of the implants, it was noticed that the second package was not in optimal conditions for use. Surgery was delayed 5 minutes due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.